Event description:
On 6/13/97, the pt was seen at the implant center because she had been experiencing intermittent function of her clarion system for approx. One week. In an attempt to establish solid link between the internal and external components of her system, a complete exchange of the headpiece, cable and speech processor was made. No link was achieved. Testing conducted with portable cochlear implant tester (pcit) also confirmed the problem with intermittent functionality. The pt's family reported that there had been no direct impacts or trauma to the implant site in the months preceding the device malfunction. Revision surgery took place on 6/30/97.

Manufacturer narrative:
Device eval consisted of the following: a review of the device history record (DHR) visual examination, x-ray examination, electrical testing, hemeticity testing, internal visual examination and internal electrical testing. The cause of the failure was determined to be a shift in the resistance value of the r28 resistor. This shift resulted from continuous operation in an atmosphere containing moisture. The r28 resistor is a precision nichrome resistor device. Although these devices are passivated with glass, small flaws in the passivation will allow moisture to attack the nichrome resistor material causing it to corrode. In the case of the resistor, the resistor material corroded away causing one or more of the resistor segments to become electrically isolated from the remainder of the resistor. This separation caused the resistance value to shift from its original value. The function of the r28 resistor is to set the minimum frequency level for the main integrated circuit. It is believed that this device developed a fine leak at the case band interface that allowed the intrusion of a small amount of moisture into the receiver cavity. That moisture over time and device usage resulted in the damage noted above. This was not confirmed since only loss leak was performed with acceptable results. Fine leak test would have established the source of the moisture, however fine leak testing was not performed. Omission of this test was an oversight on the part of the analyst. However, the physical evidence strongly indicates that this resistor's failure was caused by the action of moisture on the nichrome resistor material. A review of the traveler for this device showed that the final leak test value recorded prior to shipment was 3.5 x 10-10cc atmospheres/second. This vaule is well below the maximum leak rate allowed of 10 x 10-9 cc-atmospheres/second. Corrective action: since it cannot be conclusively determined that a fine leak was introduced into this device, no corrective action can be implemented for this failure. However, on all future failure analyses of this type, both fine and gross leak testing will be performed prior to substrate removal to eliminate future uncertainty. This type of failure will be monitored.